Event description:
A customer reported a malfunction on their insulin pump, which had been left on a heating pad overnight. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.